Manufacturer narrative:
Additional information: b5, g1, g2 upon additional follow-up, it was determined that the event reported on 2937457-2021-00919 was not a reportable event related to the liberty select cycler. Causality was attributed to a patient breach in aseptic technique. The facility administrator (fa)/registered nurse (rn) confirmed the adverse event was unrelated to any fresenius device(s) and/or product(s). Most cases of peritonitis are caused by touch contamination by the patient, with the pd catheter being a source of entry for organisms into the peritoneum. There was no indication that use of the liberty cycler caused or contributed to the patient¿s peritonitis. There will be no further updates on 2937457-2021-00919.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. In a follow-up email, the facility administrator (fa) for the patient¿s associated clinic reported that the patient¿s peritonitis event was due to the patient not following sterile technique. The fa noted the peritonitis event was not related to any product malfunction or deficiency. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Additional information has not been provided.